Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed an itchy, broken skin irritation from the ucor hfams patch. There was no alleged device malfunction contributing to the irritation. The patient reported reaching out to physician and was advised to use neosporin. Outcome of the skin irritation is unknown.